Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that the console froze during a cataract/vitrectomy combination procedure. The incident occurred after removing the gas but before injecting the planned silicone oil. Therefore a second procedure is scheduled. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The host was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).